Manufacturer narrative:
Customer called into olympus technical assistance center (tac) personnel to report a failure to power up issue on the olympus monitor. Tac trouble-shot the issue with the customer and confirmed that the monitor was not actually in the 'on' position. Customer corrected this error, and powered up the monitor without issue.

Event description:
It was reported, the olympus high definition lcd monitor would not power on. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿inspecting the power supply - the power indicator lights in green when you set the power switch on the bottom of the monitor to on.¿ based on the information provided from the user facility ¿ the power switch was not turned on, the originally reported power problem was caused by the user. Olympus will continue to monitor the field performance of this device.